Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during. The customer's blood glucose was 140 mg/dl at the time of incident. Customer stated the cannula was not bent. The customer reported that the alarm was not resolved. Customer stated they have tried all remedies. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Programmed a 10.0 unit bolus, the unit delivered the test bolus properly with no unexpected insulin flow blocked alarm/no delivery alarm noted.